Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level; bg values were not provided. The customer declined to provide further information to tandem technical support and declined troubleshooting assistance, therefore no additional information could be obtained.